Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a needleless valve connector of a secondary tubing set was connected to the secondary clave port on the cassette of the primary tubing set for a piggyback delivery of an unspecified concentration of cisplatin. After an unspecified length of time after the delivery was complete, it was reported that the secondary tubing set was disconnected from the clave secondary port. At this time, it was reported that an unspecified volume of solution leaked and it was noted that the silicone sleeve of the clave port remained in the depressed position. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.